Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no delivery alarm. Customer's blood glucose value was 150 mg/dl at the time of the incident. Customer states they "changes" the cannulas, tubing and reservoir. Customer states it happens during fill tubing and regular use. Customer states the tubing was not bent or kinked. Customer states they had tried all remedies. The device will be return for analysis.